Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown. Date implanted - unknown date around twenty-two (22) years ago. 510k number - unknown. Manufacture date ¿ unknown.

Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date around 22 years ago. Subsequently, the patient's right hip was revised on (B)(6) 2015 due to wear of the polyethylene acetabular liner. The modular head and acetabular liner were removed and replaced.